Event description:
It was reported that the sound has been noted to increase in the pt's device impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.